Event description:
Device was applied to pt's foot for approximately 1 minute. Upon removal of the device, skin was red and blisters developed. The user facility stated 2 devices applied to the foot, one on the heel and one on-the top. The devices were wrapped in a diaper during use.